Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the his lead exhibited high thresholds. The his lead was removed and replaced with a right atrial (ra) lead. The ra lead was placed in the atrium and the parameters were acceptable, however, when the guidewire was removed the lead dislodged and high thresholds were noted. Attempts to re-fixate the lead were made, but the "electrode screw" could not be removed. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.